Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the all silicone catheter ifus are found to be adequate based on past reviews.

Event description:
It was reported that the catheter balloon broke inside the patient's urethra, resulting in catheter dislodgement. The complainant reported that the patient was not very mobile and felt that it was unlikely that the patient movement or pulling could have caused the incident.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the catheter balloon broke inside the patient's urethra, resulting in catheter dislodgement. The complainant reported that the patient was not very mobile and felt that it was unlikely that the patient movement or pulling could have caused the incident.